Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxi 800 access immunoassay system generated a higher than expected total beta human chorionic gonadotropin (access tbhcg) result above the normal reference range for one patient. The erroneous result was reported out of the laboratory. Subsequent testing performed twenty days later produced a lower result within the normal reference range for the patient. Per customer supplied data, it was thought the elevated result was indicating to physicians the chemotherapy treatments the patient was undergoing were ineffective prior to obtaining the negative result later. Per customer supplied data, the customer believes patient sample 1/1 produced an erroneously elevated result as it did not match the clinical picture of the patient based on the follow up test result obtained on (B)(6) 2011. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Patient sample collection device and centrifugation information have not been supplied to date. Per customer supplied information, qc is performing within the customer's established ranges. Per customer supplied data, system checks have been passing within instrument specifications. A definitive root cause for this event could not be determined based on the supplied information.